Manufacturer narrative:
A review of the manufacturing records of the lot reported has been conducted and has been found to be within specifications. Similar incidents have been received for this lot number. The number of incidents reported experienced a previous increase in quarter 4 of 2001. Corrective action was taken on april 2002. CAPA cai-02-1252 was opened 04/2002 and closed in october 2004 and the number of reports received has since returned to baseline. This reported incident involves product that was manufactured after the action was taken. As a result, this incident has been reported to engineering for further investigation. Additional information as well as sample availability has been requested from the facility.

Event description:
"Crack in cryocyte container detected after removal of bag from storage tank"